Event description:
A report was received that the patient underwent an explant procedure due to high impedances. The patient is reportedly well following the procedure.

Event description:
A report was received that the patient underwent an explant procedure due to high impedances. The patient is reportedly well following the procedure.

Event description:
A report was received that the patient underwent an explant procedure due to high impedances. The patient is reportedly well following the procedure.

Manufacturer narrative:
Serial number (B)(4) (sc-2218-70) device evaluation indicated that the lead passed mechanical tests performed. The complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead. It appears to be a result of fatigue. Electrical tests could not be performed due to broken cables. The damage to the cables is consistent with fractures caused when a lead is sutured without the use of a suture sleeve. Serial number (B)(4) (sc-1110-02) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. Device exhibits normal device characteristics. Serial number (B)(4) (sc-2218-70) the lead passed all tests including visual and mechanical tests. Device exhibits normal device characteristics. Sc-4316 visual inspection of the two clik anchor revealed that both anchors have one eyelet torn through.

Manufacturer narrative:
Serial number, implant date and manufacturer date are unknown.

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.